Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth at the abutment site. A biopsy punch was utilized to excise the excess skin and the abutment was exchanged. The patient was seen two weeks post operation and it was reported that skin was beginning to overgrow the new abutment; the patient was prescribed topical ointment. As of report dated (B)(6) 2015 the patient's issues have resolved. The implanted device remains. This report is filed january 12, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The implanted device remains.